Event description:
It was reported that the patient experienced inadequate stimulation coverage due to high impedances on the lead. The patient underwent a lead replacement procedure and was doing fine post-operatively. The explanted lead was discarded by the facility.